Event description:
It was reported that the coroner's inquest had raised questions in respect to whether or not the pump was functioning correctly. The patient was treated for quadriplegia (spasticity) with baclofen; pt admitted to the hospital for pump change in 2008. During the procedure, the patient went into spasm. Pneumonia was diagnosed post pump change. The patient died two days later. Post mortem revealed very high levels of baclofen (not known if in blood or intrathecal tissue); calculations indicated that this level could be due to continued operation of the pump between the patient's death and the post mortem examination. However, the question was asked, how can the coroner be sure the pump was working correctly. The device was going to be returned to the manufacturer for investigation.